Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The field service engineer (fse) inspected the analyzer onsite and discovered that the customer previously spilled liquid into the rsh area which contacted the sample handler lls antenna board and caused the part to smoke. The sample handler lls antenna board was replaced to return the analyzer to normal operation. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed error code 8009 and saw red smoke coming from the architect i2000sr analyzer pn 7-78570-04 antenna. There were no injuries or impact to patient management.